Event description:
Nurse penetrated a vial stopper with the needle, instilled air and drew up the medication. When nurse went to remove the needle, it detached from the hub and stayed in the vial.

Manufacturer narrative:
Evaluation summary: the condition reported has been confirmed based on the returned sample. This incident is the result of an insufficient amount of adhesive within the needle well that secures the cannula inside the hub. A review of our records indicated that there have been no other incidents reported on the returned product lot number. Trend analysis showed no significant trends on this product line for the reported condition.